Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged coughing, phlegm, irritation, sharpness in throat, fatigue, shortness of breath, dark spots above the lid of the water chamber, high blood pressure. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external investigation showed that there were no signs of contamination on the outside of the device. The internal investigation showed that there were no signs of contamination or sound abatement foam degradation inside of the device. The allegations of black spots above the lid of the water tank are unable to be verified as no humidifier was returned with the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown was observed in this device. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.